Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Review of the (B)(6) noted that the surgeon found the ease or difficulty of trial reduction very difficult. Update per email on (B)(6) 2016: "it looks like the reason for the ¿1¿ (very difficult) rating for trial reduction was that the trials were too tight and difficult to get into the knee."